Manufacturer narrative:
Complained product will not be not available.

Event description:
Refill brush falls apart - oral-b [device breakage]. Case narrative: a company representative reported that a consumer stated that their oral-b toothbrush refill brush fell apart. No injury was reported.